Event description:
Ever since I was implanted with essure, I have had multiple health issues. I have had extreme weight gain, chronic headaches, abdominal pain, menorrhagia which lasts several months at a time. Also, I have battle depression, anxiety, and I have found out that I have a nickel allergy. I have a constant metallic taste in my mouth. I was implanted 10 years ago. I was not even fully educated on what essure was. It was a very new procedure when I was pushed into it by my doctor at the time. Removal/reversal is too expensive and is not covered by insurance, even though the implantation was. The hysterosalpingogram that was to follow the implantation was not covered by insurance either, and I was not able to have it done when I was implanted in 2003.